Event description:
A (B)(6) year old patient developed blisters and full thickness burn to left buttock following a urologic robotic assisted laparoscopic surgery in which she was positioned on left lateral side laying on a hotdog patient warming mattress. Total surgery time = 124 min. She has required treatment and multiple debridements by wound care and plastic surgery specialists. FDA safety report ID# (B)(4).